Event description:
This 50 yr old female had bilateral saline implants implanted 6/29/94. She recently experienced a sudden deflation on the right side which was painful with burning and stinging. Gross exam: the right implant is deflated, weighing 48 grams. The left implant is intact and weighs 340 grms.